Manufacturer narrative:
Additional information has been provided on the analysis stating that an internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under (B)(4). (B)(4) are related to the same incident. (B)(4). Under (B)(4) there was foreign material discovered on the tip dome. It was initially reviewed stating that the foreign material was within the usable length. However, reportability of this material was relying on further investigation. The analysis is now complete. In the course of the second visual inspection during the device analysis, no foreign material was found on the catheter tip. It may have been lost during decontamination or the shipping process. Therefore, since the foreign material was within the usable length of the catheter and we were unable to further analyze the foreign material, we are conservatively reporting this issue. The awareness date for this record is august 20, 2015.

Event description:
It was reported that a patient underwent a procedure with smart touch bidirectional sf catheters and during the bwi failure analysis lab assessment, it was noted that one catheter had a small piece of metal exposed and the other catheter had foreign material that was within the usable length of the catheter. It was initially reported that after mapping time of 30 minutes, the temperature indication disappeared on the smartablate generator. This catheter was replaced and the problem was solved. After ablation of 11 minutes, the temperature indication on the generator disappeared again. This catheter was also replaced and the problem was resolved. The procedure was completed and there was no patient injury. Since the ablation cannot be performed as there is no radiofrequency, this event was assessed as not reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the two catheters and noted the following findings on august 20, 2015: under ((B)(4)) the peek housing and tip lumen transition had a small piece of metal which appears to be exposed. Since the catheter integrity was not maintained and this issue was within the usable length, this issue was assessed as a reportable malfunction. The awareness date for this record is august 20, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with smart touch bidirectional sf catheters. After mapping time of 30 minutes, the temperature indication disappeared on the smartablate generator. This catheter was replaced and the problem was solved. After ablation of 11 minutes, the temperature indication on the generator disappeared again. This catheter was also replaced and the problem was resolved. The procedure was completed and there was no patient injury. The returned device was visually inspected upon receipt and it was stated that a small piece of metal was exposed at the peek housing and tip lumen transition. In the course of a second visual inspection during the device analysis it was found that the small piece of metal noticed belongs to an internal braid of the catheter lumen and was not exposed or sharp but all covered by polyurethane (pu). No evidence of scratches or cracks of the pu adhesive was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter was then evaluated for electrical resistance and thermocouple functionality. Catheter presented a problem during the second test. Further examination revealed that the thermocouple wires were broken near the peek housing an lumen transition creating an intermittence on the thermocouple circuit causing the improper signal condition. The customer complaint regarding a temperature failure has been verified.